Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set failed to prime further than the drip chamber. This was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. A visual inspection was done which observed excess solvent at the junction y connector tube. A functional testing was performed which revealed that the set was blocked at the junction y connector tube. The reported condition was verified. The cause of the condition was a production operator applied excess solvent during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.